Event description:
It was reported that the ceramic head of a probe broke off in a patient and the surgery was delayed.

Manufacturer narrative:
Device has been received for evaluation. Investigation is ongoing.